Manufacturer narrative:
(B)(4). Service engineer (se) inspected the ventilator. The graphical user interface (gui) printed circuit board (pcb) was replaced . The backlight inverter (bli) pcb and the software were upgraded. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication issue during patient use. There patient was not harmed or injured as a result of the event.